Event description:
The manufacturer received information from a customer alleged that a ventilator inoperative error would not stop sounding on a trilogy evo device. The device was replaced with another device at the customer site. There was no serious patient harm or injury that occurred or was reported. The trilogy evo device was returned and evaluated by a philips service technician. The philips service technician was able to reproduce the issue during an operational check of the device. The device evaluation found an error code machine flow drift high (e-155) in the device's error log. The philips service technician evaluated and found the flow sensor fluctuation exceeded the specification. The philips service technician replaced the machine flow sensor to address the reported issue. After the philips service technician replaced the part, they performed the final and run-in tests, along with the battery and valve checks. The philips service technician confirmed the device was operating properly, and it was cleaned.